Event description:
It was reported that faradrive steerable sheath clear was selected for faradrive steerable sheath clear. Prior the insertion of farawave catheter into the faradrive sheath, the valve leak was noted by the physician. Thus, the sheath was replaced with another same lot sheath, the leak issue was noted. Thus, third sheath was used, and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.

Manufacturer narrative:
Device technical analysis: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. Microscopic inspection of the hemostatic valve identified a deformation on the inner valve and the device did not pass leak testing due to the deformation. The insertion of compatible devices during normal use would not have caused this valve deformation; the valve damage is consistent with valve damage due to the dilator being inserted in the sheath for an extended period of time, most likely during transit to boston scientific.

Event description:
It was reported that faradrive steerable sheath clear was selected for faradrive steerable sheath clear. Prior the insertion of farawave catheter into the faradrive sheath, the valve leak was noted by the physician. Thus, the sheath was replaced with another same lot sheath, the leak issue was noted. Thus, third sheath was used and the procedure was completed successfully. No patient complication were reported. The device is expected to be returned for analysis.